Event description:
It was reported that, "the affected screw is xia3 482317580, lot code unknown. The implant doesn't currently require removal/revision. The lot code is on the implant. Dos (B)(6) 2012 -patient underwent spinal surgery, which included removal of existing hardware. Xia3 instrumentation was used from t10-iliac. The 75 and 105 offset connectors were used to connect the screws (482317580) that were placed in the iliac to the 6.0 titanium rods (03802480). I was notified today ((B)(6) 2012) by the spine fellow that a "disengagement" of a screw head had occurred."

Manufacturer narrative:
Additional information has been requested and if made available this will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering evaluation.